Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the wake button was sticking. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer. There was no reported adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.